Manufacturer narrative:
The root cause for the protrusion of the nitinol wire out from the catheter body was due to user not following the instructions for use (IFU) and incorrectly removing the catheter from the introducer sheath while the catheter distal loop was still in a closed (ie. Unrelaxed) position. This procedure conflicts with the IFU which states: "to remove the catheter from introducer sheath, make sure to turn the rotating knob counter clockwire fully and pull the thumb control downward completely to make the loop larger and straighten shaft of catheter before removal from introducer."

Event description:
The physcian reported that there was difficulty moving the inquiry optima catheter around throughout the case. When the catheter was removed at the end of the procedure, a wire was seen protruding just blow the band electrodes. No pt injury was reported.